Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked battery tube threads, and minor scratches on the display window and reservoir tube window.

Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage that rendered the screen illegible. The caller stated that there was a crack and scratch on the screen of the insulin pump and that she could not see the numbers on the screen. She did not know how the damage occurred but mentioned that there may have been pressure applied to the screen or the device may have been bumped. The caller did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.